Event description:
The hospital reported that the vasoview hemopro used for the endoscopic vein harvesting procedure failed. It did not deliver energy during erah. Another evh kit was opened to complete the procedure. No harm to the patient.

Manufacturer narrative:
Trackwise ID: (B)(4).

Event description:
N/a

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on (B)(4)2022. An investigation was conducted on (B)(4)2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be slightly flexed at the center of the hot jaw in the center due to normal clinical use. The clear silicone insulation on both the cold and hot jaws was observed to be intact, with no visual defects observed. The shaft of the harvesting device closest to the base of the jaws was observed to be slightly bent. There were no other visual defects observed. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. A temperature and resistance evaluation was not conducted due to the bent shaft. An activation and transection capability test was not performed due to the bent shaft. Based on the results of the evaluation, the complaint for the reported failure "failure to deliver energy¿ was not confirmed, but was confirmed for the analyzed failure "material twisted/bent shaft". A lot history record review was completed for lots 25162425, 25162432, and 25162503 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.